Event description:
After having breast implants in for 8 years I slowly began to feel sick, debilitating fatigue, joint pain, dry mouth, hair loss. The fatigued has left me bed bound for nearly 2 years. I have no quality of life. Moderna. FDA safety report ID # (B)(4).